Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during implant, the lead dislodged multiple times before it was securely placed. Two days post implant, the lead again dislodged. The physician elected to explant and replace the lead.